Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a guide break include, but not limited to, challenging anatomy, high angle of insertion, excess downward force, or aggressive downward or torsional pressure. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D4 - the UDI number is not known as the part and lot number were not provided. Attachment medwatch report mw5157772.

Event description:
User facility medwatch mw5157772 report received that states: "as reported by the (B)(6) field clinical specialist, after successful implant of a sapien 3 ultra resilia valve in the aortic position, perclose broke and failed to close the vessel. The right common femoral was ballooned in an attempt to stop the bleeding. A stent could not be implanted as it would block the profunda. A vascular surgeon patched the femoral artery. No edwards product was involved. This was a perclose failure. There was no allegation of any edwards device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."